Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Contact reported it is possible the button was held down. Customer experienced an elevated blood glucose of 349 (mg/dl) that was addressed with a correction bolus. Tandem technical support educated the contact on how to prevent the button alarm from being triggered.